Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low hybritech prostate specific antigen (hyb psa) result of 0.0 ng/ml generated by access 2 immunoassay analyzer for one patient. A subsequent testing produced a higher result of 3.67 ng/ml within the normal reference range. The erroneous result was reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the established ranges prior to and after the event. A routine system check performed by the customer after the event was within the instrument specifications. While troubleshooting with customer technical support (cts), it was discovered that the customer was using the incorrect tube and rack combination which resulted in the sample cup being punctured by the main pipettor. The customer was using an insert cup in a 13 x 100 mm tube on a 100 series rack. The cts recommended the proper combination to use (rack series 600) and sent the customer product information for future reference. Service was dispatched on (B)(6) 2010 for this event. Field service engineer (fse) replaced the pipettor tip and verified ultrasonics and all related alignments. The fse performed a level sense test and qc. All results were within the specifications. 7. The root cause for the event was the incorrect tube and rack combination used for the analysis.